Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement of 0 ohms. The measurements was observed upon the physician's review of episodes stored to the remote patient monitoring system. The device was checked several days later and impedance values were normal. Boston scientific technical services (ts) reviewed available data and found that the 0 value was recorded during daily measurements and explained it was likely the result of electromagnetic interference (emi). Ts also noted several other stored events exhibiting nonphysiologic noise on the pace/sense channel of the rv lead and found no other instances of noise up until several months earlier; the cause of which could not be determined. There were no instances of pacing inhibition or inappropriate shock, the patient was reported to not be pacemaker dependent having an intrinsic rhythm with a rate of 60 bpm. All other lead measurements/parameters were noted to be stable and within normal limits. The physician will continue to monitor the patient remotely. No adverse patient effects were reported. This system remains in service.